Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 7/10/99 at a retail vendor. The next day he sought medical treatment for infection and swelling of the ear. The earring was removed and he was prescribed antibiotics.